Event description:
Oxygen saturations decreased briefly during procedure start, post intubation. Troubleshooting done, additional support given, and oxygen level returned throughout procedure. On extubation, the balloon on endotracheal tube was malformed.